Manufacturer narrative:
The reported events of impedance problem, and high capture threshold were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the right ventricular lead exhibited high pacing thresholds and poor impedance values. The procedure was completed with a replacement lead. The patient¿s condition was stable.